Manufacturer narrative:
The correction of h3c if other provide code -explain deems required. This is based on the internal evaluation. Previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: blank. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the foil of the controls was defective. Photographic evidence confirmed that issue and indicated that the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective foil was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to a damaged keypad membrane, resulting in missing particles, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during annual maintenance. Comparing the number of claimed devices to the number of sold devices worldwide, we find that the failure ratio is low for the issue of damaged keypad membrane. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the investigated issue on powerled and hled surgical lights, there is no event which led to the serious injury due to keypad membrane damaged , resulting in missing particles. As stated by the subject matter expert at manufacturing site concluded that the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual (powerled¿s IFU 01581 rev. 9, pages 20-22) mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the foil of the controls was defective. Photographic evidence confirmed that issue and indicated that the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.